Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 2017865-2019-06174. It was reported that a patient was experiencing a rise in capture threshold on their right atrial lead. Premature battery depletion of the implantable cardioverter defibrillator was also suspected. The lead and device were explanted and replaced. Patient was stable post procedure.